Manufacturer narrative:
Investigation: during DHR review: all required challenge, set-up and in process samples were conducted and passed per specifications no qns were initiated during the build of this lot. Received one 20ga iag bc catheter-adapter assembly along with a piece of top web from lot number 8134881. Visual/microscopic evaluation: the adapter body revealed several black spots embedded into the plastic material. The black specks embedded in the adapter observed during the investigation is burnt particulate resin which was a result of the molding process of the product and would not affect fit, form or function of the product.

Event description:
It was reported that the catheter of a bd¿ insyte autoguard had smear like black ink on the tip. Customer¿s verbatim: ¿ smear like black ink was on the catheter tip. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter of a bd¿ insyte autoguard had smear like black ink on the tip. Customer¿s verbatim: ¿ smear like black ink was on the catheter tip. ¿